Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Eventually, the clip finally released onto the mucosa after it was opened and closed. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results visual examination of the returned complaint device revealed the clip assembly was not returned with the device. It was possible to observe that the handle was partially disassembled, with just one part of the spool returned. Additionally, it was noticed that the control wire was fully detached and was not returned with the device. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. An investigation is in place to address this issue.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from tha(B)(4).t review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Eventually, the clip finally released onto the mucosa after it was opened and closed. The procedure was completed at this time. There were no patient complications reported as a result of this event.